Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 8 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that status post lvad implant, the patient experienced chronic percutaneous lead (driveline) infection and gastrointestinal bleeding interstitial lung disease (uip vs. Allergic pneumonitis) on home oxygen (o2), dm2, obstructive sleep apnea (osa) and worsening dyspnea on exertion. The patient reported worsening shortness of breath over the past week, and currently shortness of breath after walking 10 feet to the bathroom. The patient also reported nausea but no vomiting, driveline discomfort with some new serosanguinous discharge. The patient denied chest pain, dizziness, palpitations, orthopnea, increasing o2 requirement (10l when awake), fever/chills, changes in urination or bm, denies any bleeding. The patient was noted to have elevated power levels without lvad alarms early this morning. The patient went for blood work and was found to have lactate dehydrogenase of 995 u/l, up trending from 860 u/l one week ago and 389 u/l three weeks prior. The patient has been off anticoagulation secondary to prior life threatening gastrointestinal bleeding. The patient also has ICD with battery depletion and previously seen by electrophysiology (ep) with no plans to replace generator. The patient presented with shortness of breath and found to have pump thrombosis. The patient¿s condition deteriorated requiring a non-rebreather and inotropes. The patient was not a candidate for pump exchange. The patient was made dnr/dni with no escalation of care and expired on (B)(6) 2018. Additional information was requested but was not provided.